Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device would not power on. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The technician observed that the device was not able to power up, using the customer supplied power supply and power cord, therefore, no further functional testing could be performed. An electrical burning odor was observed. No error log could be obtained. The technician performed an external and internal inspection of the device and observed the following: under side of the display had black burn marks on it. The pca had q2 (phase a) of the motor circuitry, and surrounding components, blown apart with potential mineral deposits on and nearby other components on the pca, signaling moisture inside of the device. P2 pins 1 to 2, measured 344k ohm and pins 1 to 3 measured 336k ohms, a pil supplied known good pca measures over 600k ohms at both locations. The pca component u4 (power management and motor driver ic chip) and a few surrounding capacitors had white potential mineral deposits on it along with some black marks and showed signs of corrosion most likely caused by condensation. The blower box was free of contamination, as observed with a visual inspection. The technician used the customer supplied power supply and power cord on a pil supplied known good dreamstation 2 and the device powered on and airflow was verified. The technician was able to confirm the complaint of the device will not turn on. There is visible damage or functionality failures of the device, most likely due to external conditions. The technician observed one main potential issue: potential moisture getting into the device where the pca is located and is believed to be the primary cause of the customer complaint.

Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.